Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6004568 have been tested in the trackwise record complaint (B)(4) on 14-may-2025. Test results: the reference samples were visually inspected and functionally leak tested. All test results were within specifications as per the complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6004568 was manufactured according to version 79 appendix 1 batch card for production of packaging room, on 08-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 14-may-2025 against malfunction code tubing detached from tubing-tubing connector and lot 6004568 with no other complaints identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that, the patient experienced infusion set tubing detachment issue on (B)(6) 2024. The tubing detached from the tubing clip. No further information available.